Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via email that the reservoir had an occlusion. The customer's blood glucose was 250 mg/dl at the time of incident. The customer stated that the pump alarmed no delivery during bolus and it was recurring. The customer had three set changes in the last two days. The customer was assisted with fixed prime. Insulin did not exit and the pump alarmed no delivery. The customer was advised to manually push the plunger and ensure that insulin exited the tubing. The alarm was caused by set and reservoir connection. Troubleshooting was performed. The reservoir was not returned for analysis.